Event description:
It was reported that the lead had dislodged. High capture threshold and poor ventricular sensing were noted while patient was in hospital pre-discharge. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.